Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient heard beeping ¿in his pump¿ before the company representative saw the patient in the office. The patient was not having any withdrawal symptoms and seemed to think the beeping had just started about a day before the company representative saw him on (B)(6) 2017. The company representative interrogated the pump and it was at eos (end of service) as of (B)(6) 2017. The environmental, external, or patient factors that may have led or contributed to the issue was reported as patient compliance. The company representative talked to the physician and they got him on the schedule as soon as possible for a pump replacement. The pump replacement was scheduled for (B)(6) 2017. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8870, lot# unknown, serial# unknown, implanted: n/a, explanted: n/a, product type: software. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.